Event description:
According to the reporter, while pacing a patient, the device stopped pacing when the device was lifted from a horizontal position to a vertical position. The operator was able to immediately restart pacing. No adverse effects to the patient were reported as a result of the alleged malfunction.